Manufacturer narrative:
G2: the country of the event is ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they mentioned a patient who came in yesterday (B)(6) 2025 to their clinic who 'passed' the connectivity test but showed a high impedance on the impedance test--agent reviewed the reason why this is possible. The caller mentioned hearing that air under a surgical paddle could cause impedances but this appeared to be a statement versus a reported event. No symptoms were reported. [See (B)(4) for report of patient with higher than 40k ohms.]